Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product so149p - prospace xp implant 5° 9x8.5x26mm. According to the complaint description, the implant broke into several pieces during impaction. All fragments were retrieved. This occurred during a procedure at level lwk5/swk1. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. No further data was provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Investigation results: a visual inspection of all provided pieces of the implant was made. On the fracture pieces of the interface- side the type of implant and the lot are clearly visible. On both sides were found damages and abrasion which are most probably secondary damages. While trying to put the individual fragments back together, it was noticed that a larger part was missing, which was not received. In the next step, the fracture surface of the minor and the major piece were investigated. Here were found no hints for a material failure like inclusions, blow- holes or knit- lines. Device history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to specifications valid at the time of production. There are currently no further complaints with this lot and error pattern at hand. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/prevtive measures: the root cause for the problem could not finally concluded. The fracture- surface of the implant shows no hints for a material failure like inclusions, blow- holes or knit- lines. The linear dent on the interface- side is a hint for levering with the instrument during insertion. The instructions for use (IFU) points out to avoid levering or excessive force during insertion of the implant. The production documents show no hints for deviations, neither of the material, nor of the dimensions. Therefore a product failure can ruled out for the root cause of the problem. Based upon the investigation results, no CAPA required.